Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device use was unknown at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.